Manufacturer narrative:
The unit had no button response due to a corroded keypad. The unit did not have a missing end cap sticker or a detached end cap. The unit had a minor scratched display window, a cracked reservoir tube lip, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the end cap sticker was detached. The customer's blood glucose level was 188 mg/dl. The customer was advised that the device would be replaced, and to return the malfunctioning device back for analysis.